Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. A crack, dents and scratches where seen on insulation. The instrument failed the insul scan test. The probable root causes are normal wear, user misuse and improper sterilization methods.

Event description:
It was reported the insulation is cracked.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is cracked.